Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge despite the attempted use of multiple usb cables unless customer held usb cable in place. There was no impact to the customer's blood glucose level. Customer indicated current pump would continue to be used for diabetes management.